Event description:
Caller states that she tested back to back on the device with the following results: 300mg/dl, 58mg/dl, 200mg/dl no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.